Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had downstream occlusion membrane damage. This event occurred during preventive maintenance and there were no patient involvement and no harm.

Manufacturer narrative:
The suspected pump was returned for evaluation. An event log review and 12-month service history review were performed, with no abnormalities identified. Visual inspection and functional testing were conducted. The customer complaint was confirmed, as a cracked dso seal was identified during evaluation. The probable root cause was determined to be the cracked dso seal. The dso seal requires replacement due to the observed cracking